Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer also stated that they were not doing anything on the insulin pump at the time of error. Customer also stated that they were unable to turned off the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for an alleged critical device error (open book image) alarm found on may 25, 2021. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Device was cut open to perform visual inspection and found corrosion on the electric board 1, electric board 2, force sensor, motor and vibrator¿assembly noted. Corrosion was also found on the battery tube assembly noted. The original electric board 2 was cleaned, installed and swapped out with a working test electric board 1, case, internal battery and motor. Powered the device on using the battery simulator and a critical device error (open book image) alarm noted. The original electric board 1 was cleaned, installed and swapped out with a working test electric board 2, case, internal battery and motor. Powered the device on using the battery simulator and no critical device error (open book image) alarm noted. Critical device error (open book image) alarm was confirmed due to corrosion on the electric board 2. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a retainer knit line damage were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. A cracked retainer and a retainer knit line damage were confirmed. Critical device error (open book image) alarm was confirmed. Unable to download history files and traces using thus were confirmed. Critical device error (open book image) alarm and unable to download history files/traces using thus due to corrosion on the electric board 2. During visual inspection, corrosion was found on the electric board 1, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.